Event description:
It was reported after several tests, there was trouble calibrating the stylus pen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the stylus will not calibrate; overlay found out of electrical specification. Analysis also found the left keyboard hinge is broken. System errors found in the programmer error log. (B)(4).